Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error, source: phone.

Event description:
Reported 18 alleged false positive sars results. No confirmatory testing completed. This is report 10 of 18.